Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that serial number of the device remains unknown. The cause of the error remains unknown and device started working again. Patient's weight was reported. Patient had history of bladder infection prior to surgery as they had klebsiella on (B)(6) 2017. Bladder infection was not due to the intestim as it was due to underlying urinary dysfunction as they did intermittent self cathing. They had given ciprofloxacin.

Manufacturer narrative:
¿Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803". If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that serial number of the device remains unknown. The cause of the error remains unknown and device started working again. Patient's weight was reported. Patient had history of bladder infection prior to surgery as they had klebsiella on (B)(6) 2017. Bladder infection was not due to the intestim as it was due to underlying urinary dysfunction as they did intermittent self cathing. They had given ciprofloxacin. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient for non-obstructive urinary retention and urgency frequency. It was reported that the patient was nauseated and was going to the bathroom every 30-40 minutes. They were also constipated and had changed at least 12 pads, noting their urine was white and their ankles were swollen. The patient was tired and turned their stimulation off, which led to them having many bowel movements. On (B)(6) 2017, they reported they were taking laxatives for the constipation. The following day, the patient reported that they were in a lot of pain throughout the evaluation site and down their right leg. They turned the stimulation down and put a topical pain cream on, along with a heat pad, and stated that the pain subsided. It was noted that it was comfortable when they were sitting; however, when they were standing, it hurt on the left, front side. On (B)(6) 2017, the patient stated they got sick with an infection and had to stop catheterization. The next day, they stated their back, leg, and foot would hurt when the stimulation was on the right side, noting that the stimulation was at 1.8, but there was more improvement on this side. They then stated that the stimulation was at 1.4 and, when they tried to turn it up, the controller said ¿option is not available¿ and to contact their clinician. They didn¿t feel pain, but had to void more at this setting. It was noted that they weren¿t able to sleep due to having to void so often, and believed it was due to the controller not working. They thought they had a bladder infection. They made sure the controller was connected on the right side and that stimulation was on. There were no further complications reported or anticipated.